Event description:
It was reported that the patient had been hospitalized with hyperglycemia. Patient's mother reported blood glucose levels were high after eating sugar and due to their personal diabetes manager not being able to power on. Symptoms reported include a stomach ache, low potassium levels and vomiting. The patient was treated with insulin and intravenous therapy. Patient was hospitalized for 2 nights due to the reported issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.